Manufacturer narrative:
(B)(4).

Event description:
This device was replaced when the physician was replacing the competitor's rv lead due to no shock therapy for vt. During the lead change out, the set screw deployed out of this device header and the physician was unable to get the set screw into the header. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, revealing that two shocks were delivered with a shock impedance of less than 20 ohms, which has most likely resulted from a damaged lead. The header of the ICD was visually inspected. The visual inspection revealed that the is1 ra set screw was attached to a torque wrench from another manufacturer. After separation of tw and screw, signs of abrasion were visible, indicating a misaligned insertion of the tw into the inner hexagon of the set screw. Generally, only the use of a biotronik tw is recommended for use with a biotronik ICD. Further inspection of the devices header showed that there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device was fully functional. There was no indication of a device malfunction. The clinical observation resulted from the usage of a tw from another manufacturer.